Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment was corroded during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected failed battery alarm was noted. However, the pump had a corroded battery tube. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, minor scratches and a cracked display window.